Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section e1, state, province territory: is left blank as it¿s not applicable for this event that took place in ecuador. Section e1, telephone number: (B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the preloaded johnson and johnson(jnj) intraocular lens (iol) proximal haptic is broken. The issue occurred while delivering the iol from the cartridge into the eye. The iol was fully inserted and removed. The iol was replaced with a lens from another laboratory. Reportedly, it took an additional 15 minutes to remove the damaged iol and implant the new one. The time did not increase injury to the patient. There were no complications such as incision enlargement, vitrectomy sutures and no medication outside of the standard of care. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
This is to correct the initial submission as new information was received from the customer. Section e1, address-line 1 (B)(6). Section h6, medical device problem code is 1069. Additionally, upon further review it was noted that the initial submission section g3, date received by manufacturer: incorrectly states jul 21, 2023. The fields below are updated. Section e1, address-line 1: (B)(6). Section g3, date received by manufacturer: jul 20, 2023. Section h6, medical device problem: 1261 ¿ material fragmentation all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the customer provided video was evaluated. The video displays the delivery of a lens claiming to be a dib00. The lens is delivered with complete tear that includes the haptic. No further evaluation or potential root cause can be determined without inspection of the complaint device and lens. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.